Event description:
The customer reported the tower switch will not work. The loss of the park switch will prevent the tube from being moved over the tibia, and thereby prevent x-ray. Loss of functionality.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tower park switch. The system operates as intended.